Manufacturer narrative:
Pt reported his belief that there was a causality between treatment of his low back muscle spasms with multiple treatment types including use of rs-tens plus stimulator, rs-2m muscle stimulator, trigger point massage therapy or a therapy cane and his reported glaucoma, ocular pressure changes, heart murmur or flutter. He felt some intermediary condition he had may have related the effects of the muscle treatments and his eye and heart issues. We have not confirmed his claims with his physicians as yet. The nature of causality is unclear. Per the patient, the electrical stimulation treatments may contribute to his reported eye and heart issues. Neither the rs-2m muscle stimulator or the associated rs-tens plus stimulator have yet been returned for eval. The patient maintained on (B)(6) 2010 that he was in the process of sending the units back. Currently, neither unit has arrived for eval. Prescribing physician was (B)(6), m.d., (B)(6). MDR filed - (B)(4) 2011.

Event description:
Pt is reporting that he is having heart murmur/flutter and is having increases in intraocular pressure and partial blindness/glaucoma which he believes is due to treatment for lower back spasms. This is resulting per the patient's belief from treatment with the rs-tens plus, rs-2m, but also reported resulting from treatment including trigger point massage therapy or use of a therapy cane to loosen back muscles. Pt believes that when his muscle spasms are loosened by treatment, it triggers a release of some chemical or biological factors which are causing other effects such as ocular pressure increases, glaucoma and heart irregularities. Pt was self diagnosing that his condition may be an ankylosing spondylitis which was not confirmed by a rheumatologist according to the pt. Pt stated that his doctors couldn't pinpoint the origin of his reported symptoms or their effects. However, the patient was scared to use either stimulator on his low back for fear of worsening the reported effects.